Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 15433498. Model/catalog description: linear st lead kit 50 cm. The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patients leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.